Manufacturer narrative:
Despite multiple attempts, no additional information is available at this time. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that interrogation of this subcutaneous implantable cardioverter defibrillator (s-ICD) prior to an unrelated surgical procedure noted a battery status of 91 percent. During a post operative interrogation one day later, the battery status was noted to be 15 percent. It was noted that there were post operative complications unrelated to the device, and the patient had to go back into surgery. A copy of device memory was submitted for analysis. Analysis of device memory noted 30 hours of magnet usage that correlated with the surgical procedures. Device memory analysis concluded that the reduction in battery voltage was related to the magnet usage and the battery status was felt to be recoverable. No adverse patient effects were reported. This product remains in service.